Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. When checking the different shocking vectors, the issue was suspected to be with one of the shocking coils. The shocking vector was reprogrammed, and defibrillation threshold (dft) testing was completed. Shocks in initial polarity were not successful; however, the shock in reversed polarity was successful and shock impedances were noted to be fine. No additional adverse patient effects were reported. The lead remains in service.